Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "failed" during therapy in while a patient was being transported for transplant surgery (medication, dose, rate, and volume are unknown). The customer reported the patient's blood pressure dropped after the device failure. The pump was replaced. No intervention was reported for the decreased blood pressure. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.